Event description:
It was reported by the pt's representative that, "in 2006, the pt was revised and underwent a second total hip replacement."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report. Same pt as MDR 2249697-2008-00018.